Event description:
It was reported that the devices were used during a skin stapling. It was reported that the devices were not advancing the staples. Another device was used to complete the case. There was no consequences to the pt.